Event description:
One month of feeding bags delivered to pt's house. Family found a dead land crab in sealed plastic bag covering this feeding bag. Bag returned to dme supplier unopened. Outside bag had small scratches and pin holes; questioned to be caused by an alive crab trying to get out.